Event description:
Elective endovascular repair was being performed on a female pt, in 2008. The pt had mild calcification on the right side of contralateral common iliac artery. The main body stent graft and two iliac legs were deployed. Upon the final angiography, a suspected type I endoleak at the proximal neck and a suspected type iii endoleak at the overlap between the main body graft and iliac leg graft was noted. Both of the endoleaks were ballooned. The endoleaks appeared to resolve some, but not completely. The physician elected to observe them. Additionally, a contralateral distal type I endoleak was noted with one of the iliac leg grafts. This endoleak was resolved with another MFR's stent. See 1820334-2008-00374.

Manufacturer narrative:
Evaluation: this event is still under investigation.